Event description:
The pathway jetstream arthrectomy catheter was in the patient's left lower leg. The device malfunctioned causing it to grab the wire and pull it out of the body. Multiple wires were used with the same result. The device was removed and replaced with a new one, which resolved the problem. Multiple arteries in the patient's lower leg embolized and/or spasmed as a result of the device malfunction. The patient complained he felt discomfort in his left lower leg due to either a clot or spasm. The patient fully recovered from this incident.manufacturer response for catheter. Arthrectomy , jetstream: the device has been requested for evaluation.